Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated and atherectomy was used. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that an attempt was made to cross the lesion with the stent but difficulty was encountered. Upon removal of the stent delivery system stent dislodgement occurred. A 3.00x08mm resolute onyx stent was then used to crush the dislodged stent, covering the stent and lesion. The patient is reported to be alive with no further injury.